Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: implantable neurostimulator, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) . The patient was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2018, but in result of the replacement surgery, the patient had an infection. Additional information received on (B)(4) 2018 from a manufacturer representative (rep) clarified that the infection resolved after the patient was put on antibiotics and the system was removed. There were no further complications reported or anticipated.